Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a battery depleted set was discovered and confirmed during product evaluation. This condition was not duplicated. The root cause of this condition was determined to be user error; the pump was not plugged in and charged for 12 hours after receiving a battery depleted alarm. The main batteries and battery harness were replaced to correct this condition. A labeling review found the colleague operator's manual (B)(4) adequate for the use/user error identified in this incident. Similar reports have been received for the reported problem. Additional investigation is being conducted through corrective and preventative action (CAPA) (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During a review of the pump's event history by (B)(4) personnel, a colleague infusion pump was found to have experienced a depleted battery set, which had the potential to interrupt delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.